Event description:
It was reported that seven days following a skin lesion excision, a patient developed a skin infection. The suture was removed and the site was cleaned. The protocol for treatment of minor skin infections followed with application of topical antibiotics. The original skin lesion excision was performed at the physician's office.